Manufacturer narrative:
(B)(4). The service engineer verified the malfunction and replaced touchframe printed circuit board (pcb) and cable assembly. The ventilator then passed all testing.

Event description:
It was reported that the ventilator display was unresponsive. The ventilator was not in patient use at the time.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.